Manufacturer narrative:
(B)(4). The site indicated that the incident generator and the concomitant devices will not be returning for eval. The generator is still in use at the site. The customer has spoken to covidien (B)(4) and were provided f/u instructions on how to prevent future occurrences of this nature. Clinical personnel explained that the foot switch pedal will activate whichever instrument is plugged into that monopolar port. So, if the footswitch pedal instrument was plugged into mono 1 but the footswitch pedal was plugged into mono 2, that pedal will activate whatever device is plugged into mono 2. The site was advised to keep all instruments not being used off of the pt and the surgical drapes. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic procedure, an unk brand of footswitch was plugged into the monopolar 2 port with an unk type of foot switching instrument. An unk type of hand switch-activated covidien electrosurgical pencil was also in use during the procedure. The surgeon activated the footswitch and the handswitch electrosurgical pencil, which was placed on the pt, activated and burnt the pt on their stomach. The burn was described as being 1" long and blackened. The degree and treatment of the burn were not provided by the customer.